Event description:
It was reported to boston scientific corporation that a leveen standard electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the physician was unable to achieve roll-off after 30 minutes of ablation with a maximum power of 190 watts. The physician withdrew the electrode and observed neither charring at the distal end of the probe nor any visible damage to the device. He noted the patient was "getting warm" at the end of the ablation; therefore, he selected a different leveen electrode with a smaller diameter) and completed the procedure successfully. It was confirmed that roll-off was achieved with the second electrode. There were no patient complications reported as a result of this event. The patient was reported to be in good condition following the procedure.

Event description:
It was reported to boston scientific corporation that a leveen standard electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the physician was unable to achieve roll-off after 30 minutes of ablation with a maximum power of 190 watts. The physician withdrew the electrode and observed neither charring at the distal end of the probe nor any visible damage to the device. He noted the patient was "getting warm" at the end of the ablation; therefore, he selected a different leveen electrode with a smaller diameter) and completed the procedure successfully. It was confirmed that roll-off was achieved with the second electrode. There were no patient complications reported as a result of this event. The patient was reported to be in good condition following the procedure.

Manufacturer narrative:
(B)(4). Device lot number: 14684548. Device expiration date: 09/21/2014. Device manufactured date: 09/23/2011. Visual evaluation of the returned device found no issues, and the tine array extended and retracted without issue during functional testing. The conductivities of the electrode, the cord, and the electrode/cord combination were measured; all were found to meet specification. The complaint of failure to achieve roll-off could not be confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. However, as the directions for use (dfu) describe insufficient roll-off as a potential failure mode, this is considered an anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. It was reported that the patient was not overweight. The reported event: failure to achieve roll-off. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.